Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed (tightness test failed).